Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of this investigation.

Event description:
Reportedly the lens was explanted from patient's left eye one week post surgery due to dislocation to vitreous. Vitrectomy was performed. The lens was exchanged with an anterior chamber lens. Incision was enlarged and sutures were placed. Reportedly the original surgery was complicated due to capsular damage. Patient's current vision is 20/200 due to pre- existing amblyopia.

Manufacturer narrative:
Evaluation of the returned lens found one haptic bent. Further functional testing could not be performed due to the damage. Device history records (DHR) review was also performed and no abnormalities or discrepancies were found. Therefore based on the information provided the root cause of this event cannot be determined.